Event description:
A device report from (B)(6) indicated a (B)(4) study in (B)(6) reported: (B)(4). Hospital admission for acdf due to lower segment degeneration c6-7. Patient participated in prodisc-c trial and was randomized to receive prodisc-c at c5-6 on (B)(6) 2009. In follow-up visits patient was found to have developed lower segment degeneration at c6-7, date unknown. The degeneration was severe, acdf revision surgery was scheduled on the segment below the pdc. Surgery was performed on (B)(6) 2012. Patient was discharged from hospital on (B)(6) 2012 and patient recovered from the surgery. The prodisc-c at c5-6 was not removed. There is no further update as the patient had been discharged without any problem.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.